Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2000 and (B)(6) 2004 and mesh was implanted. It was also reported that the patient underwent implantation of repliform and precision tack. No clarifying information is provided. It is further reported that the patient experienced pain, vaginal bleeding, chronic vaginal drainage, chronic vaginal ulceration, disfigurement, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 07/31/2017 additional information additional patient codes: (B)(4) - vaginal dryness additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and tvt-o was implanted. It was reported that following insertion the patient experienced hematuria, mixed incontinence, urinary frequency, burning with urination, vaginal dryness, vaginal discharge, itching, and uti. It was reported that patient underwent multiple excision of eroded transvaginal sling on 05/16/2008 by dr. (B)(6) at (B)(6) and on (B)(6) 2015 by dr. (B)(6) at (B)(6).